Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with the patient connector of a transfer set. The doctor stated the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a deformed patient connector noted. Leak testing was performed with a leak noted between the titanium adapter and patient connector due to a deformed patient connector. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.